Event description:
It was reported that the tracheostomy tube was inserted and the cuff was immediately damaged. No patient injury.

Manufacturer narrative:
Three units were returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.